Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss/suture retrieval issue was not confirmed because all the components were not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in the right common femoral artery (rcfa) and left common femoral artery (lcfa) with proglide devices using a pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa). Reportedly cuff misses occurred with four proglide devices. The sutures of four new proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to 16f and the aaa was performed. Hemostasis was achieved using the pre-placed proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.